Manufacturer narrative:
Attempts to obtain additional details about the event are in progress. The device was evaluated by the reporting facility and the alarms were found to be operating properly. Additionally, the device was returned to covidien for performance verification tests (including testing of the alarms and nurse call features). The device passed all functional performance tests. Analysis of the downloaded data from the pulse oximeter is in progress.

Event description:
It was reported that a patient ripped off the pulse oximetry sensor and pulled out her trach tube. The pulse oximeter reportedly stopped monitoring and dashes were present across the display and the unit did not alarm at the nurse call station. The patient was found by a therapist walking by the patient's room. The patient reportedly has "brain issues from not getting enough oxygen." Additional details about the patient's condition are unavailable at this time. Attempts to obtain additional details about the event are in progress.